Event description:
It was reported that when removing a wound drain that had been placed six days earlier during a laparoscopy-assisted bilbroth-I gastrectomy (ladg), it broke apart between the white tube and the clear tube. No problems were noted when initially placing the drain and no sutures where used. The drain was placed with laparoscopic forceps and some resistance was noted when pulling the trocar through the tissue. The drain was removed rapidly, and the broken edge was observed to be jagged in appearance. The break occurred three cm under the patient's skin and required removal of an approximated twenty cm piece from inside the patient via laparoscopic surgery. No further complications were reported after removal of the indwelling drain section.

Manufacturer narrative:
No lot number information was provided for evaluation. One partial sample was returned consisting of an approximated 20cm section of the white flat drain. The break occurred where the white drain joins the clear tubing. The broken edge was jagged, indicating it had been stressed beyond its' tensile capabilities. The dimensional values were found to meet specifications. The incoming quality assurance records were reviewed and showed this drain is received from an external supplier who certifies that the component has been manufactured and inspected according to the company's specifications. As a subassembly, qa performs random visual inspections to ensure that there are no tears on drain holes and also perform a break strength test. As a finished good, qa performs random visual inspections for damaged components. The internal rejects records review for the wound drain did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There were no manufacturing deficiencies found in the returned sample or the manufacturing records that may have cause or contributed to the reported problem. The instructions for use state the following precautions: "additional perforations should not be made in drains. Avoid suturing through drains. Drains should not lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments, which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks". The evaluation concluded post manufacturing damage.